Event description:
The customer reported platelet background high failures on the unicel dxh 800 coulter cellular analysis system when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
The beckman coulter field service engineer (fse) performed troubleshooting to address the issue. (B)(4). This MDR is related to the following mdrs for similar events on different dates at the same customer facility: 1061932-2014-02315, 1061932-2014-02316, 1061932-2014-02317, 1061932-2014-02318.